Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure wherein extensions were added. The patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a pocket revision.